Manufacturer narrative:
Unique identify number (UDI) of the shell added.

Manufacturer narrative:
Batch review performed on 01 june 2021: lot 178265: (B)(4) items manufactured and released on 20-mar-2018. Expiration date: 2023-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional devices involved: batch reviews performed on 01 june 2021: liner: mpact 01.32.4052hct flat pe hc liner ø40/g (k122641) lot 165678: (B)(4) items manufactured and released on 21-oct-2016. Expiration date: 2021-10-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one other similar reported event since 2017. Ball heads: mectacer 01.29.214 biolox delta ceramic ball head 12/14 ø 40 size l + 4 (k112115) lot 151152a: (B)(4) items manufactured and released on 1-jul-2020. Expiration date: 2025-06-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
2 days after the primary surgery the patient came in reporting pain due to a dislocation of the head from the liner, which was caused by an antiverted cup. The surgeon revised the cup and liner and the surgery was completed successfully. A direct anterior approach was used in the primary surgery.